Manufacturer narrative:
H4 - month, year and day is unknown and d4 - month, year and day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the cuff of the endotracheal tube was leaking while patient was in lateral position. The cuff pressure was initially 25, then raised to 35, which resulted in moderate and tolerable leakage. The operator of the device has a health professional and the event occurred in the hospital. There was patient involvement and no patient injury.

Manufacturer narrative:
H6: codes updated. Two used device and four pictures were returned for evaluation. The device history record was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual test was performed and confirmed no damage or anomalies were observed. Functional test was performed and confirmed each tube was allowed to sit for 2 days and resubmerged in a water bath. No leakage was observed. The complaint of leakage cannot be confirmed, and a root cause was unable to be determined.